Event description:
It was reported that an ilet pump with serial number (B)(6) experienced an unresponsive touchscreen that prevented unlocking and normal operation, including inability to accept a software update confirmation; the device subsequently required a force restart attempt without recovery, and a replacement was arranged. Symptoms included no reported adverse clinical effects. Outcomes included interruption of intended insulin delivery and the need for device replacement to restore therapy. Investigation included customer service troubleshooting, visual confirmation to rule out screen cracks, attempts to charge and reboot, and guidance to sync data and shut down prior to return. Investigation of this case revealed that the screen remained nonresponsive despite charging and forced restart, with no physical damage observed. It was concluded that a device malfunction occurred involving the user interface display, and replacement was warranted to ensure continued treatment.